Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The customer returned one swg and a 2-lumen catheter for evaluation. The guide wire had three kinks towards the distal end and signs-of-use in the form of biomaterial were observed. The distal j-bend was not misshapen and was intact. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kinks measured was 569mm, 591mm, and 610mm from the proximal tip of the guide wire. The guide wire length measured 681mm, which is within the specification limits of 678mm-688mm per the guide wire product drawing. The guide wire outer diameter measured 0.853mm, which is within the specification limits of 0.838mm-0.877mm per the guide wire product drawing. The guide wire was advanced through the returned catheter, and it was able to pass with little to no difficulty. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire. Grasping near skin, advance catheter into vein with slight twisting motion." A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed three kinks towards the distal end of the guide wire. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.